Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a few minutes into a skin closure, while they employed a separate knot technique, the thread broke. They used another suture to complete the case. There was no patient injury.